Event description:
It was reported that upon programming this implantable cardioverter defibrillator (ICD) into MRI protection mode, loss of capture (loc), pacing inhibition, high capture thresholds, and low amplitude were observed on this right ventricular (rv) lead. Technical services (ts) was consulted and further testing was recommended. Additional information was received that a lead revision was scheduled. No adverse patient effects were reported. At this time, this lead remains in service.